Event description:
The account alleged that a patient got their head stuck in the left head side rail of this bed. There were no injuries but the side rail had to be cut apart so that the patient could be removed.

Manufacturer narrative:
The technician investigated the alleged incident and the account would not release any information regarding the patient except the patient was a mentally handicapped child on medication. The child was thrashing about. The side rail did not have any hbsw kit installed. The account's maintenance cut the side rail in half to release the child's head. No injury reported. The side rail was replaced due to being cut in half to release the patient.